Event description:
Customer's father reported that there was an emergency room visit for their high blood glucose levels. Customer's father mention that customer was hospitalized due to the insulin pump shutting off while the customer was sleep. Customer called to report that the insulin pump alarmed low battery alert after less than one week. Customer's blood glucose levels at the time of emergency room visit was 600+ mg/dl. Customer was wearing the pump at the time of emergency room visit. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.